Event description:
It was reported that a transmission noted the right atrial (ra) lead with far field r-wave (ffrw) oversensing. The lead was reprogrammed and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator (ipg) (B)(6) 2010; 5054-58 implantable pacing lead (B)(6) 2001. (B)(4).